Event description:
The customer reported that they want co2 module replaced. During preventive maintenance of the device, the philips bench engineer noted the battery pca pins were bent.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.